Event description:
During an operation, a pt went into cardiac arrest and the doctor pulled the hard paddles out of the well but the device would not charge when the paddles charge button was pressed. The front panel's charge button was pressed and the device was charged to 200 joules but it would not transfer when the paddles discharge buttons were pressed. A backup device in another room was called for and used but the pt was not resuscitated. The reporter stated the alleged failure of the device to deliver energy did not cause or contribute to the pt's death because a backup was nearby and used and the pt was not viable.